Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4)

Event description:
It was reported that during a knee arthroscopy using saw, powered, and accessories, that a dark greasy substance came out of the blade and stained the condyle. It was also reported that the surgeon shaved some of the bone to remove the substance. There was no reported delay, patient injury or surgical complication. A backup device was available to complete the procedure. (B)(4)